Event description:
It was reported that a customer stated that the IFU for mentor cpx4 is inadequate. The customer claimed that the following instructions were unclear (translated from german): ¿test procedure for fabric expanders. Immediately before use, the product must be checked for patency and integrity of the sheath. This can be done with the following steps: 1. Using a 21 gauge standard needle, fill the product with a small amount of air via the injection dome. 2. Immerse the air-filled implant in sterile, non-pyrogenic test fluid (water or saline). 3. Apply gentle pressure and check for possible punctures or leaks.¿ the customer reported that the instructions do not clearly explain that the air must be let out again after testing. Customer claimed that she had a syringe full of air when she tried to fill the expander, which led to uncertainty. No patient impact or surgical delay was reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After secondary review of this file performed on 14-aug-2025, it was decided to remove h6 medical device problem code labelling, instructions for use or training problem (a21) and replace with code appropriate term/code not available (a27)to more accurately capture the reported event. Code a27 is for customer preference related. Manufacturer¿s reference number: (B)(4).